Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a device training/demonstration, it was observed that the small battery drive device stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit was not functioning and was defective. It was noted that the motor and the electronic control unit (ecu) were faulty. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.